Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead delivered inappropriate therapy due to oversensing. A lead fracture was discovered during lead revision procedure. The rate sense portion was capped and replaced. The shocking portion remains active.